Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. No impact to the customer¿s blood glucose was reported. Reportedly, the altitude alarms were cleared by the customer loading a new cartridge.